Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc leaked the head nurse of the breast surgery department reported that when the packaging was opened, it was found that the indwelling needle and catheter were skewed. The affected quantity was 1 piece, and the sample could be returned. Photos could be provided. A green claim settlement was required, as was a complaint response letter. A complaint receipt letter was not required. The product expiry date was 2/25/2027, the sales date was 12/15/2024, and the batch number was 4052753 the head nurse of the urology department reported that there was liquid leakage from the front end of the isolation plug during use. The affected quantity was 1 piece. The sample can be returned, photos can be provided, a green claim is required, a complaint response letter is required, and a complaint acceptance letter is not required. The product validity period is 2027/3/19, the sales date is 2024/12/1, and the batch number is 4052010.

Manufacturer narrative:
1. Production record check (lot#4052753) 1) this batch of products will be assembled in jingma automatic line 2 in february 2024, and packaged in r240 packaging line in february 2024. The number of work orders is (B)(4) pieces. 2) check the process test report and shipment test report, and the test results are in line with product standards. 3) check production records for any conformity, deviation or rework behavior. 4) check the incoming inspection record, no abnormal. 2. The customer has not returned the sample, and there are photos, which show that the needle has obvious tilt, but the cause of tilt cannot be determined 3. Check the retained sample of this batch, no bent needle was found, check report is attached. 4. Abnormal collision during product manufacturing, vibration during transportation or storage, extrusion and other external forces may cause needle bending. Conclusion: no abnormalities were found in the manufacturing process and retained samples. As no defective samples were returned, the bending state of the needle could not be identified, so the root cause of the bending of the needle could not be confirmed. The factory will continue to track and trend the defect. 1. Production record check (lot#4052010) : 1) this batch of products will be assembled in jingma automatic line 2 in march 2024, and packaged in r240 packaging line in march 2024. The number of work orders is (B)(4) pieces. 2) check the process test report and shipment test report, and the test results are in line with product standards. 3) check production records for any conformity, deviation or rework behavior. 3. In the defect sample brought back from the hospital, it was observed under the microscope that there was obvious puncture damage on the hose from the inside out, and the puncture position was about 10.0mm away from the hose seat. 4. Specific analysis is as follows: 1) it is confirmed by process mapping that the fixture of the relevant process in the factory should be in contact with the hose at a distance of 10.0mm from the hose seat, and the possible damage mode is irregularly shaped pinch mark, which is inconsistent with the defect sample. 2) simulation experiment: the doctor simulated the process of pulling out the needle and inserting it again, inserting the needle multiple times, the hose was punctured, and the punctured situation and complaint returned photos were similar to (B)(4). 5. The 45psi leak test complaint batch retained samples, the test passed, no leakage was found at the hose, the test report is attached (B)(4). 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion: in summary, the analysis results show that the defect has nothing to do with the production process of the factory, and is judged to be caused by the doctor repeatedly piercing the hose after withdrawing the needle during use.

Event description:
No additional information provided.